Event description:
It was reported that the patient had severe left heart failure and was implanted with the ventricular assist device (vad). After the implant procedure, the patient required catecholamine therapy, kidney replacement procedure, and temporary right heart support. It was further reported that the patient expired due to multi-organ system failure and the vad was not connected to the patient¿s death.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient had severe left heart failure and was implanted with the ventricular assist device (vad). After the implant procedure, the patient required catecholamine therapy, kidney replacement procedure, and temporary right heart support. It was further reported that the patient expired due to multi-organ system failure. Based on the available information, including the occurrence of the event within 30 days of implant, the device may have caused or contributed to the reported event. Per the instructions for use, multi system organ failure is a known potential complication associated with the implantation of a vad. There is no evidence that the patient had a history of multi system organ failure events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.